Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had a lot of trouble connecting to the pump to deliver a bolus and it took 10 or 12 tries and ¿it kept throwing errors¿. At one point, it gave them an error code 0x4ec5676d, but it only gave that error once. The agent asked when the handset was connecting slowly, and the patient stated it just started this morning. The other times it said cannot connect to pump, retry, restart the device and restart the program. Most of the time it wouldn't connect at all and one time it got to 40 or 60% before it stopped. During the call, the agent walked the patient through resetting the handset and the communicator, and the agent had the patient clear data. It was noted that the troubleshooting steps that were taken on the call resolved the issue. The patient also stated that the last 2 days, yesterday and the day before, the handset had gone dead before 8pm at night or at 6pm. The patient stated they only took the handset off the charger between 7pm and 8am and 2 nights in a row it had been very low on battery percentage. Per the patient, the other day battery optimization had been done, and nothing had changed in the last 3 or 4 days. The agent warm transferred the patient to hcit (healthcare information technology) for further troubleshooting. The patient called back the next day stating that they had the exact same issues today as they had yesterday. The patient stated that they had the same error code appear, and they were getting communicator not found and no pump found. It was noted that the patient was escalated and frustrated as they were having continuous issues regarding the external equipment. The agent assisted the patient with resetting the communicator and handset, and the patient stated that they had already tried resetting, but that did not resolve the issue. During the call, the patient was able to connect. A replacement handset was requested from the repair department because of the repeated error code and the patient continuously being unable to get the handset and communicator to connect.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type the handset was returned and analysis determined that the device won't do telemetry and was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.